Manufacturer narrative:
Since the original report was filed, the investigation into the reported access site bleeding has concluded. The root cause for the bleeding was determined to be due to the movement of the patient. The patient was reported to be moving throughout the support. The failure mode will be monitored and trended.

Manufacturer narrative:
The medical team in (B)(6) discarded the impella product. No analysis of it is possible. Additional details and clarification on the amount of blood product infused the patient has not been shared. Due to covid, lack of access has hampered the investigation and analysis. Should more information be shared which leads to a root cause, a supplemental report will be filed.

Event description:
In (B)(6) an impella cp was placed for hemodynamic support of a patient admitted with cardiogenic shock. The pump supported the patient successfully for 74 hours when it was then explanted. After 5 months the case was reviewed for the jpvad registry and the team documented an access site bleed attributed to the use of impella. The team had infused blood products to treat the bleed.